Manufacturer narrative:
Gehc svc personnel troubleshoot sys pound, x-ray controller node is disconnecting from the arcnet. Removed and installed parts listed above. Flashed nodes and rebuilt sys files. Checked operation. Machine works as intended.

Event description:
Customer reported system freezes up and is unable to make fluoro. No pt injury was reported.